Event description:
It was reported that balloon rupture occurred. The target lesion was located in the shunt area. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 8atm for 30 seconds. The device was removed from the patient's body without any problem. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the shunt area. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 8atm for 30 seconds. The device was removed from the patient's body without any problem. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 10 atmospheres for 30 seconds using digital timer: g24609, without issue. A vacuum was then applied. The inflation device was verified at 10 atmospheres, before and after use with calibrated pressure gauge g19252. This inflation to rate of burst pressure of 10 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per pcb specification, the rated burst pressure for this device is 10 atmospheres. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from kinks/damage. No issues were noted with the returned device which may have potentially contributed to the complaint incident.